Event description:
It was reported that the patient had surgery on (B)(6) 2018 and the physician was unable to implant a lead at t11, the lead would not go into the foramen. The physician stopped and explanted the system. The patient was doing well post operatively.